Event description:
On (B)(6)/2009, pt reported that over the past 4 weeks, she has noticed the buttons on her infusion device are not working as well. She said, she will start by trying to press the down button and it does not always respond. She reported that if she can get the down button to work she may have to press the up button 2 times to get it to start actually programming the amount of insulin she wants to take. She stated, the issue is becoming increasingly more noticeable. Pt reported, the button still pushes in and pops out when pressed. Had the pt disconnect from her site and tested the up and the down buttons; both buttons responded with a beep, vibration and display of 0.0 on the first button press attempt. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.